Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97745, serial# unknown, product type: programmer, patient. Product ID: 97755, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) complex regional pain syndrome (crps). It was reported that the patient programmer (pp) did not communicate with the ins and the recharger was unable to recharge the battery. No x-ray images were available. There were no particular external contributing factors. Troubleshooting was performed, the pp battery was reinserted without resolution. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that ¿no further actions were taken. The cause of the communication and recharging issues was undetermined, but the issue was considered to be resolved as no further issues were reported after patient controller replacement. No further complications were reported or anticipated.